Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec-3890lk is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the angle wire ruptured. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the operation channel buckled, the light guide cable buckled, the suction channel buckled, the control body corroded, the remote control buttons cut, and the u/d and the r/l pulley wires worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.